Event description:
It was reported the bd vacutainer® precisionglide¿ multiple sample needle experienced poor sleeve function, blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. The following information was provided by the initial reporter: translated to english. Consultant reports "their client is using our needle, was unable to specify which one, and that it is leaking blood during collection inside the adapter because it is not fitting correctly. She reported that the needle adapter is from another brand. It was asked about other information and about lot / sku of the needle and she said she would inform later but did not return. She informed that does not know if in this event the tube that was placed in the adapter was bd or greiner as they could still have the tube previously used in the institution."

Manufacturer narrative:
The following fields were updated due to corrections and additional information: b.5. It was reported the bd vacutainer® precisionglide¿ multiple sample needle experienced poor sleeve function, blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. The following information was provided by the initial reporter: translated to english. Consultant reports "their client is using our needle, was unable to specify which one, and that it is leaking blood during collection inside the adapter because it is not fitting correctly. She reported that the needle adapter is from another brand. It was asked about other information and about lot / sku of the needle and she said she would inform later but did not return. She informed that does not know if in this event the tube that was placed in the adapter was bd or greiner as they could still have the tube previously used in the institution." D.1. Medical device brand name: bd vacutainer® precisionglide¿ multiple sample needle. D.3. Manufacture name: becton, dickinson and company (bd). D.4. Medical device catalog #360210. D.4. Medical device lot#: 0023649. D.4. Medical device expiration date: 2025-01-31. D.4. Unique identifier (UDI) #: (B)(4). G.1. All manufacturers: becton, dickinson and company (bd). G.5. PMA / 510(k)#: n/a. H.4. Device manufacture date: 2020-01-23.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported the unspecified bd needle vacutainer experienced poor sleeve function, blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. The following information was provided by the initial reporter: translated to english. Consultant reports that their client is using our needle, was unable to specify which one, and that it is leaking blood during collection inside the adapter because it is not fitting correctly. She reported that the needle adapter is from another brand. It was asked about other information and about lot / sku of the needle and she said she would inform later but did not return. She informed that does not know if in this event the tube that was placed in the adapter was bd or greiner as they could still have the tube previously used in the institution.

Event description:
It was reported the unspecified bd needle vacutainer experienced poor sleeve function, blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. The following information was provided by the initial reporter: translated to english. Consultant reports that their client is using our needle, was unable to specify which one, and that it is leaking blood during collection inside the adapter because it is not fitting correctly. She reported that the needle adapter is from another brand. It was asked about other information and about lot / sku of the needle and she said she would inform later but did not return. She informed that does not know if in this event the tube that was placed in the adapter was bd or greiner as they could still have the tube previously used in the institution.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.